Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmissions revealed that the right ventricular (rv) lead was oversensing noise resulting in pacing inhibition. Programming changes were made to resolve the noise oversensing issue and the patient was in a stable condition.